Event description:
The customer reported, the ventilator restarted and alarmed during use on a pt. There was no pt harm reported. The respironics service technician was unable to duplicate the customer reported problem. However, there was a diagnostic code in the ventilator log history that indicated a ventilator restart had occurred. Extended self testing (est) was performed and all tests passed per operating specifications, including alarms.